Manufacturer narrative:
This complaint is being reported by zimmer biomet as (B)(4). The customer returned a skin graft mesher device for evaluation. Zimmer biomet surgical has previously repaired/evaluated the skin graft mesher two times. The last repair was march 6, 2015 where it was reported that the device was not cutting and the blades looked damaged and the ratchet handle was lubricated and the device was calibrated. This is not a related issue. The skin graft mesher was manufactured on march 8, 2011, and is over 5 years old at the time this complaint was generated. The device history record (DHR) review noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Initial qa inspection of the skin graft mesher by zimmer (B)(4) on may 9, 2016 revealed that the pre-test could not be performed due to the comb being bent and the handle had no lubrication. No cutters were returned for evaluation. Repair of the skin graft mesher was performed by zimmer (B)(4) on may 9, 2016 which included replacement of the bent comb. The ratchet handle was also dismantled, cleaned and lubricated. The skin graft mesher was then tested and functioned properly. It was repaired, inspected and tested. The reported event was non-verifiable as no testing could be performed to try to replicate the reported event since the device was returned with a damaged comb. Based on the information that was provided, the root cause of the reported event could not be specifically determined. The damaged comb would not allow the skin graft to properly pass through the mesher. However the cause of the damage could not be determined. The IFU provides guidance on how to properly install and remove the cutter as to not damage the comb. ¿holding the cutter on both ends, place cutter (e) horizontally on top of the comb with the drive gears aligned. Assure the cutter drops into place by pressing down on the comb once or twice. Assure the cutter remains horizontal during installation.¿ and ¿to remove the cutter, hold on both ends and lift out of mesher. Assure the cutter remains horizontal during disassembly.¿ skin graft mesher was repaired, tested and returned to the customer.

Event description:
It was reported that the skin graft got stuck inside of the mesher during surgery. The surgeon was able to remove the graft; however, it was reported to have impacted the graft harvest. The initial graft harvest was able to be used to complete the surgery. Initial assessment of the returned comb confirmed the comb of the mesher was bent. No patient involvement. No adverse events have been reported as a result of the malfunction.